Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a pt of 0.14. I-stat results (ng/ml): on (B)(6) 2011 1:35 collection. On (B)(6) 2011 1:51 testing with result of 0.1. On (B)(6) 2011 3:05 90 minute collection. On (B)(6) 2011 3:22 90 minute testing with result of 0.14. No repeat testing performed. No lab test performed. The suspected discrepant results were released to a physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.